Manufacturer narrative:
(B)(4). A photograph of the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿u shaped¿ hole in the supply line of a homechoice automated pd set with cassette. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned for evaluation. However, a photograph of the sample was provided. Photographic inspection verified the presence of a hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.